Event description:
This is a case that was reported on the (B)(6) 2010 to a baxter business representative from (B)(4). It was reported that precipitation was noted in between the bag and heating coiler, in the heating coiler, between the heating coiler and degassing chamber and in the degassing chamber at 06:30 on the (B)(6) 2010. There was no adverse event or consequences to the patient during this period of the precipitation formation. The tubing line used is unknown as it was discarded after treatment with the patient. The machine used was an aquarius, (B)(4) with automatic degassing. The therapy performed was haemofiltration. Four accusol bags were used on the machine. The blood flow was 200ml/min, ultrafiltration was 90ml/h, predilution was 500ml/h, postdilution was 1500ml/h, temperature was unknown. The time that elapsed between the lines involved were set on the machine and the event was 36 hours. Potassium chloride 15mmols/l was added to the accusol bags. Heparin 750iu/hr was added through the lines. All 4 accusol bags were mixed. Treatment was discontinued once the precipitation was noted on the (B)(6) 2010 but the hospital did not return the circulating blood volume to the patient.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample is not available. A batch review was performed and found to be acceptable. Retention samples were visually evaluated and were found to be acceptable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).